Event description:
Caller reports that during a correlation study, the following coaguchek xs/ laboratory results were obtained: 2.6 inr / 2.0 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
Caller reports that during a correlation study, the following coaguchek xs/ laboratory results were obtained: 2.0 inr / 1.0 inr. Medications: unspecified cholesterol medication. No action taken on device result. No adverse event reported.